Event description:
It was reported the patient received an inappropriate shock from the device due to electromagnetic interference. The patient stated that they were at the stove when the shock occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing with ventricular fibrillation equal 150 ms average v-cycle on (B)(6) 2011. Interference/noise ventricular short interval count (v-sic) equal 34 counts, in 0.30 day, on (B)(6) 2011 in the timeframe between 08:41:03 and 15:58:48.